Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 3.50mm nc quantum apex¿ balloon catheter was advanced to dilate the target lesion. However, upon advancing, the catheter snapped while passing through the tuohy. The device was removed by pulled back as it was sticking out at the end of the tuohy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.